Event description:
Patient underwent open heart procedure in (B)(6) . This is the first interrogation since the surgery. Upon interrogation, the rep received the error message: beware of implant status. Note the implant status: excess average current drain. Device in back up mode with single chamber safe mode program. Contact biotronik. Representative is going to recommend the device is explanted. Device return requested. On (B)(6) 2010 - this device was returned.